Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and the hypotube had a complete hypotube separation 35cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4), tw#: (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90%, 3.5x23mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and while pushing, the balloon shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90%, 3.5x23mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and while pushing, the balloon shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.